Event description:
It was reported that the patient implanted with this right ventricular (rv) lead received an inappropriate shock and was admitted to the hospital. Device interrogation showed the episode was caused by oversensing of noise, and the pacing impedance measurement was high, out-of-range at greater than 3,000 ohms. An x-ray was performed and did not show a fracture, but a lead fracture was suspected as noise was easily reproduced with the patient moving their arms. Tachycardia therapy was programmed off in the device, the patient was being monitored with an external defibrillator in the hospital, and the lead will be replaced soon. No additional adverse patient effects were reported. The lead remains implanted but not in use. Additional information was received indicating the rv lead was surgically abandoned and replaced. The existing implantable cardioverter defibrillator (ICD) remains in service with the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device has not been returned for analysis. Therefore, the root cause of the reported noise, oversensing, inappropriate shock and high, out-of-range pacing impedance measurements cannot be confirmed. However, a lead fracture was suspected to be the cause.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead received an inappropriate shock and was admitted to the hospital. Device interrogation showed the episode was caused by oversensing of noise, and the pacing impedance measurement was high, out-of-range at greater than 3,000 ohms. An x-ray was performed and did not show a fracture, but a lead fracture was suspected as noise was easily reproduced with the patient moving their arms. Tachycardia therapy was programmed off in the device, the patient was being monitored with an external defibrillator in the hospital, and the lead will be replaced soon. No additional adverse patient effects were reported. The lead remains implanted but not in use. Additional information was received indicating the rv lead was surgically abandoned and replaced. The existing implantable cardioverter defibrillator (ICD) remains in service with the new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.